Event description:
Radiology staff was making an IV pack (saline lock, alcohol pad, 20 and 22 gauge IV catheters, etc.) Noticed in an unopened 22 gauge IV catheter, there appeared to be a human hair in the packaging. The package is listed as sterile. Removed from circulation, and will not use.